Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced bent cannula in the abdomen within 3 hours of insertion on (B)(6) 2026. Although patient regularly rotates site location and confirmed the introducer needle was ahead of the cannula prior to insertion, the cannula still bent. Patient had hyperglycemia and treatment was with correction bolus via pump.